Event description:
Ous MDR - after an implantation period of approximately 14 months during a follow-up the warning "increased battery discharge" was reported. This is all of the information provided to us at this time. If additional information becomes available, this event will be updated. There was no date of explant provided and the device was not returned.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents and the returned device data. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. The returned device data were analyzed. The clinical observation was confirmed. The analysis of the pacemaker memory excerpt documented an unexpected current consumption. This could indicate a dysfunction of the pacemaker electronics. If the current power consumption should remain constant, which can, however, not be guaranteed, a remaining operating time of about 2 years could be expected. To avert potential injury to the patient, we therefore recommend to exchange the device as a precaution and to return it to biotronik for analysis. Of course, this recommendation can in no way replace the medical evaluation and judgment of a physician regarding the individual circumstances of the patient.

Manufacturer narrative:
After its receipt, the pacemaker first underwent a status interrogation, and the memory content of the implant was analyzed. The analysis of the memory content showed an increased current uptake of the device. In general, the user is shown a warning message at the programmer in case of increased current uptake. The pacemaker's capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed behavior in conformance with specifications in regard to its device functions. In a next step, the pacemaker was opened, and the components of the electronic module were inspected. The analysis identified a damaged integrated circuit, which caused the increased power consumption and then led to the clinical observation. The component was removed from the electronic module, and the current uptake then proved to meet expectations. There were no other causes for the increased current uptake than the damaged component. Furthermore, the manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly, and the power consumption of the pacemaker, in particular, was unremarkable. In summary, the clinical observation resulted from increased current uptake, which was caused by a damaged integrated circuit of the electronic module. The check of the production history showed that the device functioned properly at the time of shipment.